Event description:
After indwelling for two days the catheter was pulled from the arteria radialis and the catheter was found cut. Catheter was connected with extension tubing and 3 way stopcock. Catheter was secured with tegaderm dressing and bandaged. After withdrawing the approximately 1 cm of catheter material extended from the nose of the adapter. No problems were noted during placement.